Manufacturer narrative:
H.6. Investigation summary: bd received four q-syte units connected to an extension set from lot 7349662 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed tears to the top and bottom disks of the septums. The top of the bodies appeared to become unglued and separated from the units. Upon further inspection, the weld lines between the top and bottom bodies were found to be adequate indicating that a strong bond was formed during production. Based off the visual inspection the engineer was able to verify the reported defect. However, a definitive root cause could not be determined for the observed damage. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that bd q-syte¿ extension set micro bore was damaged. This occurred on 4 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: event date: the nurse noticed that the septum of the connector stuck in the transfusion set's connector when clamping. There were three connectors from the same lot found with septum defective.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ extension set micro bore was damaged. This occurred on 4 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: event date: the nurse noticed that the septum of the connector stuck in the transfusion set's connector when clamping. There were three connectors from the same lot found with septum defective.